Manufacturer narrative:
.

Event description:
The customer reported the unit went to vent inoperative with an error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
The date of event was (B)(6) 2016.